Event description:
It was reported that during the procedure while introducing the subject guidewire, its ptfe peeling was observed on the gloves of the physician. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip. The guidewire ptfe coating was examined under magnification and the coating was noted to have been peeled off in multiple areas to 134cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional testing was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the introducer sheath was used with the guidewire during the insertion process, the torque device was not used with the guidewire, continuous flush was maintained for the duration of the procedure, the guidewire did not navigate the anatomy, the problem started with the preparation, the operator notice the peeling while was introducing it, this issue was noticed at the beginning of the procedure, the coating issue was noted on the proximal end of the guidewire, when the coating appeared as green spots in the globes of the operator, there was no friction/resistance encountered during the procedure. No fragments were left inside the patient¿s anatomy. The peeling issue did not affect the patient condition at all, guidewire was not fully introduced. The procedure was completed. Analysis of the returned device also found damage to the ptfe coated length. Scraping and peeling was evident in several sections from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed guidewire ptfe coating peeling will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure while introducing the subject guidewire, its ptfe peeling was observed on the gloves of the physician. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.